Event description:
A stryker core impaction drill was sent in for repair for overheating during a wisdom tooth extraction. There was no adverse event; the procedure was completed successfully with another device without any procedure delay.

Manufacturer narrative:
During quality investigation testing, the customer's concern was confirmed; the device exceeded the maximum allowed temperature rise. Further investigation revealed a broken rotor, drive shaft and other component parts. Corrosion damage to the motor cartridge was identified as the primary cause of the failure. The faulty parts were replaced and the device was repaired and returned to the customer.